Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by ther reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Infection, wound drainage, cellulitis and wound dehiscences are surgical/physiological complications and analysis of the device generally does not assist allergan in determining probable cause for these events. Device labeling addresses the reported event of wound dehiscence as follows: "adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event of infection, cellulitis and wound drainage as follows: "there were addition occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury, and wound infection."

Event description:
Healthcare professional reported a lap-band "port site infection." The event was first noted when the pt "developed cellulitis around the wound site with drainage. The pt was noted to have lap-band tubing starting to dehisce out of the wound site." The pt was prescribed levaquin and flagyl to treat the infection. The port was explanted and replaced.